Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl toric optic silicone single piece lens. Stated the capsule broke upon insertion of the lens. A vitrectomy was performed. The incision was not enlarged and no suture was used. A anterior chamber lens was implanted.